Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead did not deliver brady pacing when required due to lead dislodgement. Attempts to reposition the lead were unsuccessful due to helix issues. The lead was explanted without issue.